Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 40925r1029) was chosen for implantation. The clip was first placed central, but after placement on the valve a significant mr jet remained so it was planned to relocate medially to optimize the result. The grasp was released and as the clip was attempted to be retracted into the left atrium, height was lost due to an anuerysmal septum making it impossible to retract into the atrium. The clip was just above the anterior leaflet but appeared to still be below the posterior leaflet. The clip did not appear to be caught on chords so the operator advanced the clip back into the left ventricle clear of the leaflets and retracted the stabilizer and the clip moved freely to the more medial position, 1-3mm from original location. The clip was placed and deployed, however it was noted that in the original grasping location, a ruptured chordae was observed thought to be from interaction with the clip. No leaflet flail or eccentric jet was observed. The procedure ended with mr reduced to grade 1-2. There was no clinically significant delay reported.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 40925r1029) was chosen for implantation. The clip was first placed central, but after placement on the valve a significant mr jet remained so it was planned to relocate medially to optimize the result. The grasp was released and as the clip was attempted to be retracted into the left atrium, height was lost due to an anuerysmal septum making it impossible to retract into the atrium. The clip was just above the anterior leaflet but appeared to still be below the posterior leaflet. The clip did not appear to be caught on chords so the operator advanced the clip back into the left ventricle clear of the leaflets and retracted the stabilizer and the clip moved freely to the more medial position, 1-3mm from original location. The clip was placed and deployed, however it was noted that in the original grasping location, a ruptured chordae was observed thought to be from interaction with the clip. No leaflet flail or eccentric jet was observed. The procedure ended with mr reduced to grade 1-2. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. The reported dc (delivery catheter) handle retraction problem is related to patient and procedural conditions as height was lost due to an anuerysmal septum making it impossible to retract into the atrium. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.